Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. There were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. A device history review was completed for the returned product and it was confirmed that no deviations or non-conformances, which could have caused or contributed to the reported event, were found. The reported event remains non-verifiable as it is a medical condition. The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant was removed due to infection. Tooth location 12.